Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display is blank and the power has shut off unexpectedly four times in the past month. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for display and customer was advised that a new battery cap would be sent to him. Customer was advised to monitor pump and to call back if further issues arise. No further information was provided.